Event description:
It was reported the patient experienced increasing numbness and weakness in the lower extremities. An MRI revealed a non-enhancing mass in the t5-t6 interspace at the location of the intrathecal catheter tip. The distal end of the catheter was replaced. The distal end of the old catheter was left in place secondary to the catheter being located in the inflammatory mass. The drugs used in the pump were hydromorphone 3.0 mg/ml, bupivacaine 40 mg/ml, and compounded baclofen 600 mcg/ml at a dose of 1.1995 mg/day based on the hydromorphone. The patient recovered without sequela. Additional info indicated the hcp did not think the inflammatory mass (im) resulted from the intrathecal therapy but rather from a tumor which caused a t6 compression fracture/spinal stenosis immediately adjacent to the catheter tip. The patient was being treated for malignant pain resulting from metastatic breast cancer. The im resolved within three weeks of the intervention. No major neurological deficits remained (some numbness in the lower extremities noted).